Event description:
It was reported that pump displayed malfunction code and there were no notable events before issue occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.